Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was reported to the patient to the health authority (bfarm) who sent the report to the distributor, apollo, details of the report were then supplied by the distributor to the manufacturer. According to the report, the patient experienced inflammation in her right eye and sought emergency medical attention, where it is reported she was diagnosed with bacterial keratitis. The patient received treatment at (B)(6) where, it is stated, she has been hospitalized for six days since beginning treatment in september. As of the date of the user report to the health authority, the patient continues to experience vision impact and treatment is ongoing. As of the date of this report, the distributor indicates that despite good faith efforts they have been unsuccessful in reaching the patient for further information, including sample return. Additional details of the event are unknown. This event is being reported due to the indication of bacterial keratitis with hospitalization. Should further information become available, a follow-up report will be submitted as appropriate.